Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Jagielski et al 2021 - serious complications of eus-guided hepaticoesophagostomy due to transmural stent migration during ercp, malignant infiltration of the duodenal wall in the peripapillary region preventing localization of the major duodenal papilla was stated. During the endoscopic examination, with no possibility of transpapillary palliative biliary drainage, the patient underwent transmural drainage of the biliary duct by establishing extra-anatomic anastomoses. Through the lumen of dislocated endoprosthesis, a rigid 0.035-inch guidewire (dreamwire; boston scientific corp., marlborough, massachusetts, USA) was introduced into biliary ducts. By the use of guidewire, across the dislocated transmural stent, another biliary self-expanding metal stent (using ¿nstent-instent¿ technique) with a diameter of 10mm and length of 8cm (evolution® biliary controlled-release stent-partially covered, cook endoscopy, ireland) was introduced and esophagobiliary anastomosis was splinted via the right pleural cavity (figure 3). This complaint was opened to capture the off-label use of the evo-b device. Evolution biliary stent used in the endoscopic treatment of biliopleural fistula and bile leaking. These devices are indicated for palliative treatment of malignant neoplasms in the biliary tree. Stent was also placed using "stent-in-stent" technique. Warnings in the IFU state that the device is not intended to be deployed through the wall of a previously place or existing metal stent. No adverse effects to patient.

Manufacturer narrative:
Device evaluation: off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label . The instructions for use, ifu0056 which accompanies this device, instructs that the intended use of this device is used in palliation of malignant neoplasms in the biliary tree. The device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove introducer. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the available information it is known that the stent was used in the treatment of biliopleural fistula and bile leaking. The stent was also placed using "stent-in-stent" technique. Confirmation of complaint : complaint is confirmed based on customer and/or rep testimony. Summary of investigation: this complaint was opened to capture the off-label use of the stent. Confirmed quantity of 1 device, confirmed used. According to the initial report, no adverse effects to the patient were reported. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the available information it is known that the stent was used in the treatment of biliopleural fistula and bile leaking. The stent was also placed using "stent-in-stent" technique. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 11-feb-23.